Event description:
A customer obtained repeatable, higher than expected vitros tsh results (0.159, 0.160 vs. Expected result= 0.051 miu/l ) from a level 1 vitros ftc lot 390 qc fluid while using the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no allegation that patient samples were reported from the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a customer obtained repeatable, higher than expected vitros tsh quality control results while using the vitros eciq immunodiagnostic system. The root cause of this event is user error due to 5 fold dilution of the qc sample. The qc panel program had been altered such that the control fluid was diluted 5 fold for tsh testing. Per the vitros tsh instructions for use, tsh values above the upper measuring range (100miu/l) can be diluted up to 10 fold. However, the affected sample was well within the range and not intended to be diluted. Expected performance was obtained following correction of the qc panel program such that a dilution of the control fluid would no longer occur. The vitros eciq system did not malfunction and performed as intended.